Event description:
The facility reported an infusion pump that turns on and off by itself. The reported event occurred during biomed testing. The hospital representative stated they have no record of any patient incident involving this pump since the last baxter service event.